Manufacturer narrative:
Investigation summary: a picture was returned showing an inline filter leaking from the inlet and outlet filter. The inlet filter was wetted out with prior infusate. The complaint of filter leakage can be confirmed based on the returned image. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.the lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The devices are expected to be returned for evaluation, however, they have not yet been received. Distributor contact information: (B)(6).

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where the customer stated that 3 sets had 0.2um filter leakage. The event occurred during infusion of paclitaxel solution/medication. There was no obvious defects noted on the tubing set such as cracks, or breaks with no any hole, cut, tears or any other defects noted. The tubing was replaced and therapy was resumed. The products were stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition. Leakage was noted in the 0.2um filter on the 2nd day infusion of paclitaxel drug/solution with no spillage and there was no drug exposure to patient or staff. There was no harm reported as a consequence of this event.